Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that patient received inappropriate shock due to atrial undersensing exhibited by the implantable cardioverter defibrillator - ICD. Programming changes were made. The patient then presented (B)(6) 2020 with atrial oversensing. Programming changes were made and the patient was in stable condition afterwards.